Event description:
Doctor was performing an embolization procedure with a liquid embolic agent (onyx) using an eclipse 2l balloon catheters that is approved for use with this agent. In the course of the procedure, a small portion of the device became embedded in the onyx and was retained within patient (twice, two separate catheters with two separate fragments, both of the same brand). This is not designed as a breakaway catheter and therefore is a device failure, although this is a known occurrence in these complex cases. The retention is not expected to result in significant injury as the fragments are totally embedded in the onyx.